Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that the set was filled with solution and there was a cut in the tube. Leak and flow test were performed and found a tear in the extension tube near the poliflix. The reported condition was verified and the cause is related to the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.